Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a paracentesis descemet detachment during a laser assisted cataract surgery. The surgeon stated that this has happened frequently. No additional information is available.

Manufacturer narrative:
A company representative visited the site and adjusted the settings of the secondary incisions. No other issue was reported after the changes were made. It should be noted that successful treatments can be performed with the initial settings that were programed. The change made by the company representative was made to further optimize the laser and preventatively deter further occurrence of the reported event. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).